Manufacturer narrative:
Follow-up #1: date of submission: 09/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: investigation revealed a crack in the cartridge compartment. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. The audio bolus button cover was torn in the center; however, the bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.